Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with exposed lead erosion. Left clavicle externalization. The patient¿s spouse stated that it occurred four to five days prior. However, from the appearance on physician exam it has likely been eroding for some time. There was deep incisional surgical site infection. Cultures were taken post removal of the implantable cardioverter defibrillator (ICD) system and were positive for coagulase negative staphylococcus. Additionally, a chest xray showed cardiomegaly with interstitial infiltrates right greater than left which likely indicated pulmonary edema although pneumonia remains a possibility. It was noted that a deeper sub-pectoral pocket was formed when the ICD was implanted. The pocket relocation was given because the device is too close to skin and risk of externalization, as the skin over the header and device was very, very thin. The implantable cardioverter defibrillator (ICD) system was explanted. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.